Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor performance with the device and electrode in vestibule. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 15, 2024.